Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room due to an undesired sensation (pectoral stimulation). Upon interrogation, the device was found to be in safety mode. Subsequently, the patient was hospitalized and underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note, prior to the replacement procedure, the health care professional (hcp) called technical services asking about noise seen in 2018. Technical services confirmed the noises were compatible with unipolar lead programming, which was changed to bipolar in (B)(6) 2018, after which no noise was seen. As such, only the pacemaker was replaced in the procedure. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room due to an undesired sensation (pectoral stimulation). Upon interrogation, the device was found to be in safety mode. Subsequently, the patient was hospitalized and underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected. Of note, prior to the replacement procedure, the health care professional (hcp) called technical services asking about noise seen in 2018. Technical services confirmed the noises were compatible with unipolar lead programming, which was changed to bipolar in march 2018, after which no noise was seen. As such, only the pacemaker was replaced in the procedure.